Event description:
The patient was revised due to pain. During surgery it was discovered there was osteolysis and the tibial insert appeared to have severe wear and had slipped forward in the tray, the anterior locking mechanism had failed.